Event description:
It was reported that, post premature ventricular contraction (pvc) ablation, the left ventricular (lv) lead exhibited a high and increased threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).